Event description:
The stapler did not work along with the load. Examination showed a piece of plastic was stuck in it. No patient information was entered. Documentations states no clinical outcome or consequences.